Event description:
Customer reported that pt developed post operative infection. Pt had an arthroscopically aided acl repair and presented with fever fourteen days following procedure. The pt was admitted to hosp for cultures, irrigation and antibiotic therapy. Pt was discharged three days later. Outcome is reported as no loss of function.